Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On 24feb2020, an eye care professional (ecp) in the (B)(6) called to report a patient (pt) experienced a ¿chemical reaction¿ which caused ¿scarring on the cornea¿ in the left eye while wearing 1-day acuvue® moist® brand multifocal brand contact lenses (cls). Ecp reported the pt presented to an eye clinic on (B)(6) 2020 where the pt was prescribed ofloxacin eye drops and cyclopentolate hydrochloride drops to use every few hours. Pt was advised to discontinue use of cls for a week. The name of the treating eye clinic is unknown. On 02mar2020, ecp called to report the pt¿s eye is fine now and has returned to cl wear. On 04mar2020, the reporting ecp called to provide additional information. Ecp reported the pt received treatment at a hospital but the medical report is not available. Ecp reported they are unable to determine if ¿the solution or the lens caused the chemical reaction¿. Ecp reported there is no ¿vision change¿ in the pt's eye and the eye is fine now. Ecp reported the pt had a follow up visit and ¿no scar remained¿. On 11mar2020, the ecp was called and confirmed the information previously provided. Ecp reported the ¿vision loss was temporary¿ due to the medication applied and the dilation of the pupil. Ecp reported seeing the pt a week after the event and found no scarring or vision loss. This event is being reported as a worst-case event as we are unable to verify the diagnosis and treatment with the treating ecp. No additional information was received. The suspect lens was discarded. No further investigation can be completed at this time. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 1604991404 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.